Event description:
The customer reported the system displayed a collimator potentiometer error message requiring a system reboot. The fse noted the error message appeared at boot up. This error message at boot up renders the system incapable of completing the boot up process. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reseated fuses and connectors in the 5 volt power supply. The system operates as intended.